Event description:
Ventilator was in use and connected to pt. It suddenly quit delivering the "set parameters." The alarm message in the screen read "do not use, run est." Ventilator was removed from pt.